Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. (B)(4). The patient remains ongoing on lvad support awaiting a heart transplant. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Interrogation of the system controller by the vad clinician revealed a slight overall increase in lvad power readings from baseline for this patient. The patient also reported some mild chest pain without any shortness of breath. The patient's lactate dehydrogenase (ldh) level was in the 500 u/l range and the hemoglobin was stable. There was no darkening of the urine and a urinalysis was negative. The patient's inr was 1.4; the patient has been taking lovenox. It was reported that the patient had a subtherapeutic inr for approximately a 2 day window during the previous week. The patient was admitted to the hospital and treated with bivalirudin. A ramp echocardiogram was negative. The patient is reportedly clinically stable with an ldh in the 600 u/l range. It was also reported that the patient experienced ventricular tachycardia that was possibly secondary lvad inflow conduit position. The lvad speed was decreased and the patient's beta-blocker dosage was increased. The patient had no further episodes of vt. The patient is currently listed as status 1a for transplant due to suspected thrombosis. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned pump confirmed the report of suspected pump thrombosis; however, a correlation between the evaluation findings of the returned pump and the reported ventricular tachycardia could not be conclusively determined. Upon disassembly of the returned pump, examination of the outlet stator revealed a thrombus formation surrounding the outlet bearing ball, lodged between the stator blades. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. The areas of denaturation on the thrombus as well as the contact marks noted on the outlet bearing cup indicate that the thrombus was present while the pump was operating; however, a duration of time for which it was present in the device could not be determined. Although the evaluation could not determine a specific cause for the development of the observed thrombus formation, it was occluding a large portion of the blood flow path and could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. The thrombus could have also caused increased drag on the spinning rotor, contributing to the reported elevated pump power values confirmed through the data recorded in the submitted system controller log file. Visual inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis, hemolysis, and cardiac arrahythmia are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6) 2016.